Event description:
It was reported that during follow-up, an alert for high, out of range high voltage lead impedance was observed. Impedance measurements had been stable, but high since device implant. The lead remains implanted and will continue to be monitored. Patient condition was good.

Event description:
New information received notes that high voltage lead impedance continue to be high. The device was reprogrammed. Patient condition was good.